Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 155 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer's pump battery was low as they received a low battery alert, and the battery died while the customer was asleep leading to the high blood glucose event. Troubleshooting was not completed. The customer was originally hospitalized for catastasis. The insulin pump will not be returned for analysis.